Event description:
During set up, there was a hole found in the inner liner of the double basin from the total hip custom pack. A new pack was obtained. This did not reach the patient. Per site reporter: manufacturer's field representative was notified and will open a complaint with medline's quality team.